Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation under one of the lifevest electrodes. The irritation was open and bleeding. The patient's nurses used an unknown powder on the irritation and the irritation healed.